Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. The manual stapling handle was not able to fire. Tried a new reload and the same problem occurred. Changed out both the manual stapling handle and the reload, but still could not get the stapler to fire. There was no patient harm. Patient status is okay.